Event description:
It was reported that balloon leak occurred. A 3.00 mm x 15 mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During preparation, the balloon leak occurred, and the device was not used during procedure. There was no patient complication reported. However, the return device analysis revealed a balloon tear, and the inner shaft polymer detached.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break in the inner lumen 26.9cm distal to the port exchange and the portion of the extrusion distal to this damage was not returned (including the balloon and tip). Microscopic inspection identified that the inner lumen was stretched at various locations along its length. Microscopic examination identified a complete circumferential tear 1.2cm from the proximal balloon cone with the detached portion of the balloon, polymer extrusion and tip not returned. The proximal markerband was slightly flattened. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities.